Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related MFR reports: 1627487-2021-00330 and 3006705815-2021-00140. It was reported the patient had the entire scs system removed. Reportedly, the patient complained the system did not relieve the pain adequately. The procedure was completed without complications.